Event description:
It was reported that this pacemaker was suspected to be depleting prematurely. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is in hospital possession. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.